Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter two photos and one physical sample of a 10 ml ll syringe (material 309605) were received and evaluated as part of the investigation. Both images showed a fully assembled syringe containing a 1 ml stopper floating within the fluid path, submerged in a transparent liquid. The physical sample confirmed the same condition observed in the photos. The foreign material was identified as a 1 ml stopper, which is non-conforming per product specifications. The potential root cause of this foreign matter in fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot numbers 4309119 and 4241620. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material: 309605 batch#: unknown. Rcc received a complaint via email. There was a foreign object spotted inside the barrel of a bd syringe. It appears to be a tip cap of some kind. Please see the 2 pics that accompany this report. The customer has also retained the item to be returned for inspection. Please make arrangements to have a return kit sent to the customer. Product number - 309605 lot number - 4309119 or 4241620.